Manufacturer narrative:
A sealed sample from the same lot that was reportedly used for this patient was returned for analysis. The returned product was examined and no functional abnormalities were noted with inflation of the balloon. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Without the benefit of examination and testing of the actual device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced a balloon burst. It was noted that the burst occurred 2-3 days after placement of the device. No other adverse patient effects were reported.